Manufacturer narrative:
The device was tested on the bench and no anomalies were found.

Event description:
It was reported that during normal generator implant procedure, acute aggravation occurred. The patient¿s condition got worse; the procedure was suspended and cardiopulmonary resuscitation was attempted. The patient expired due cardiac insufficiency. The physician believes that the patient¿s death is not related to the device. The patient had the tendency of cardiac decompensation and had medical history of pulmonary edema. There were no adverse consequences to the patient before the procedure.